Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, via social media, that on (B)(6) 2017, the patient experienced low blood sugars. The patient's wife stated that the patient had just received the g5 continuous glucose monitor (cgm) and put it on at 10:00pm and noticed there was a connection error. At 5:00am on (B)(6) 2017, the patient's wife received a call from her daughter stating that the patient was on the floor screaming and their blood sugar was low. It was indicated that when the patient's wife looked at her dexcom share application to check the patient's glucose ready, it was showing a connection error. The patient's wife did not wish to provide further event details. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).